Manufacturer narrative:
(B)(4).

Event description:
It was reported that a connection issue occurred. The sensor was inserted into the upper buttocks on (B)(6) 2021data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a connection issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.